Event description:
Same case as MDR ID 2134265-2013-05134. It was reported that during preparation of a rotational atherectomy treatment procedure, saline leak occurred. The target lesion was located in the left anterior descending artery. A 1.25mm rotablator rotalink plus catheter was selected to treat the target lesion. Rotablator was working fine and within a normal setup and parameters when suddenly it lost its power. It was noted that there was a pinhole about 40 cm up from the distal sleeve where the burr comes out. A pinhole was shooting saline out through the catheter. They took a different device with a different size(rotablator rotalink plus 1.75mm). Setup was still doing perfectly fine but then again, same thing happened. A pinhole about 40 cm from the end was still noted. The procedure was not completed due to this event. No patient complications were reported and the patient's condition is fine and discharged with no issues.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2013-05134. It was reported that during preparation of a rotational atherectomy treatment procedure, saline leak occurred. The target lesion was located in the left anterior descending artery. A 1.25mm rotablator rotalink plus catheter was selected to treat the target lesion. Rotablator was working fine and within a normal setup and parameters when suddenly it lost its power. It was noted that there was a pinhole about 40 cm up from the distal sleeve where the burr comes out. A pinhole was shooting saline out through the catheter. They took a different device with a different size(rotablator rotalink plus 1.75mm). Setup was still doing perfectly fine but then again, same thing happened. A pinhole about 40 cm from the end was still noted. The procedure was not completed due to this event. No patient complications were reported and the patient's condition is fine and discharged with no issues.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An initial examination of the complaint unit was carried out. No visual issues were noted. A tug test was performed to examine the integrity of the connection. No issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator unit was wire guided using a control guide wire. No issues were noted during the wire guiding of the device. An attempt was made to wet test the rotablator plus unit. It was noted that the catheter sheath was leaking approximately 27.5cm from the strain relief. A pin hole was evident where the catheter sheath was leaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu states that "if the homeostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The homeostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve." (B)(4).